Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous and severely calcified proximal left circumflex coronary artery. A 3.00mm x 15mm emerge balloon catheter was selected for use, but it could not cross the lesion due to calcification. However, the balloon ruptured during procedure. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.